Event description:
It was reported by the clinical account specialist that during a watchman case, a pericardial effusion was noticed. The caller stated the case was a joint pulmonary vein isolation (pvi) and watchman procedure. The caller stated the physician discovered the injury during the watchman part of the procedure. The caller stated they had trouble positioning the watchman in the appendage and had to try a couple of times. The injury was noticed on intracardiac echocardiography (ice) towards the end of the watchman procedure. They went across and did a complete pvi. The physician checked for an effusion after the pvi was complete and there was no effusion present. The physician then pulled out all ablation products, carto 3 system products and johnson & johnson (j&j) products from the body and started on the watchman part of the procedure. The injury was confirmed on ice. A brand new soundstar catheter was the only bwi product in the body at the time of the injury. The caller stated an interventionalist came down to look at the injury to decide if they wanted to tap the effusion or not. The caller stated the interventionist decided not to tap and the patient was sent to intensive care unit (ICU) for mentoring after the case. Patient was stable and leaving the lab. The caller stated a brand new soundstar catheter, a brand new octaray catheter and carto 3 system patches were used during the procedure. The caller stated they believe the injury was caused by maneuvering the watchman around in the appendage trying to get in to place. The caller requested to document this event only. Farapulse generator was in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".